Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date, implant date: dates estimated the UDI number is not known as the part and lot number were not provided. The additional patient deaths reported in the article are captured under a separate medwatch report number. Article title: "transcatheter edge-to-edge repair for acute mitral regurgitation with cardiogenic shock secondary to mechanical complication."

Event description:
This is filed to report mitral stenosis, mitral regurgitation, major infection/sepsis, heart failure, hospitalization and intervention. This study was a retrospective and meta analysis of past cases and literature to display the technical features and outcomes of emergency transcatheter edge-to-edge repair (teer) using the mitraclip system for patients with cardiogenic shock (cs) secondary to acute mitral regurgitation (mr) and mechanical mitral valve (mv) complication. It was reported that patients underwent a procedure for acute mr with cs from january 2014 to december 2019. Complications identified in the procedure include mitral stenosis, mitral regurgitation, major infection/sepsis, heart failure, hospitalization, unexpected medical intervention and death. In conclusion, teer using the mitraclip system appeared to be feasible with a near 70 % device success rate in this cohort of extremely ill, prohibitive surgical risk patients with mechanical mv complications. Details are listed in the article titled "transcatheter edge-to-edge repair for acute mitral regurgitation with cardiogenic shock secondary to mechanical complication". No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on available information and due to the limited information available from the article and the article covering multiple patients, a cause for the reported sepsis, mitral valve insufficiency/regurgitation, infection, mitral stenosis, and heart failure/congestive heart failure cannot be determined. Sepsis, death/expired, mitral valve insufficiency/regurgitation, infection, mitral stenosis, and heart failure/congestive heart failure are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.